Manufacturer narrative:
Unit received with flashing medtronic logo immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to flashing medtronic logo. Unable to verify blank display due to flashing medtronic logo. Unable to download due to flashing medtronic logo. The p-cap locks properly into the reservoir compartment. The pump was cut open and severe corrosion on the force sensor assembly, corrosion on pcba 1, corrosion on the motor assembly and moisture damage on pcba 2.was noted on all electronic assemblies. The following were noted during visual inspection: minor scratched lcd window, damage display window cover (scratched), cracked keypad overlay, pillowing keypad overlay, cracked battery tube area, cracked battery tube threads, peeling end cap address label, and scratched case. Flashing medtronic logo was confirmed during analysis. Flashing medtronic logo due to moisture damage on all electronic assemblies. Blank display is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was flashing the medtronic logo on the display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the customer reported a blank display. The customer stated that the battery cap contacts and battery compartment springs are not damaged. The display did not return after inserting a new battery. The pump was not dropped or exposed to moisture. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer's response was that the device would be returned.